Event description:
It was reported by the distributor that the catheter "ruptured" during dialysis, allowing air into the bloodlines. Diagram returned indicated the "rupture" is at the hub to lumen junction.